Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced. It was also noted the ipg was placed in a new location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell on her ipg site recently. As a result, the patient is experiencing soreness, tenderness and burning/heating sensations at the ipg site with stimulation turned on. X-rays did not reveal any anomalies. The patient may undergo surgical intervention as the next course of action.